Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose 426 mg/dl. The customer reported that they received the insulin flow blocked alarm. The high blood glucose level was treated with the manual injection. The troubleshooting was performed for insulin flow blocked alarm. The customer declined troubleshoot for high glucose. The customer reported that they had tried all remedies. The insulin flow blocked was reoccurring issues, the customer has changed infusion sets several times and still get the alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.